Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results using the cobas® sars-cov-2 & influenza a/b test assay for use on the cobas® liat system. The initial test generated sars-cov-2 positive, influenza a positive, and influenza b positive results. The same sample was repeated on a different cobas liat (sn: 14205) and the results were sars-cov-2 negative, influenza a negative, and influenza b negative. The negative results were reported to the patient and physician. No harm is alleged. An investigation was conducted to evaluate the customer¿s allegation. Per FDA guidance for eua, 1 MDR is being submitted.

Manufacturer narrative:
Although a root cause cannot be identified, the data shows true amplification. There is no systemic product problem with the reagent or hardware identified. For the flu a and flu b results, the sample is near the limit of detection (lod) of the assay and it is expected to receive inconsistent results from run-to-run. Overall, the triple-positive sample appears to be a moderate sars-cov-2 and near lod for flua/flub. The amplification observed for all three targets is not motivated by either optical or motion disturbances.